Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
T was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and annular dilation. During the procedure with an xtw mitraclip (20419r266), establishing final arm angle (efaa) passed the first time and stayed locked. As the lock line was being pulled, the clip had opened. The clip arms were re-tightened to re-check efaa, and the clip had opened again. However, this time the posterior leaflet came out of the clip. The clip was only attached to the anterior leaflet. The grippers were raised in attempt to remove the clip from the anterior leaflet, but the lock line was already pulled and the clip was unable to be removed. The grippers were dropped, and the deployment sequence was continued. The device was deployed on one leaflet. There was no tissue damage observed or adverse patient effect. As intervention to stabilize the first clip, a second xtw (20224r477) was implanted, medial to the first clip. The clip passed first efaa, and the lock line was pulled. The clip settled to 10 degrees. The clip was tightened and efaa was repeated, but the clip settled to 10 degrees. As the lock line was already removed, the clip was deployed. After the clip delivery system (cds) was detached, the clip proceeded to open. As intervention, a third clip was positioned laterally to stabilize the first and second clips. The mr grade was reduced to 1, and trace the next day. There was no adverse sequelae, observed tissue damage, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; all three cine were taken during usage of the third cds (no reported issue) as the first two implanted clips (reported devices) can be visualized with the third cds positioned laterally in both still images and video. Per the reported incident details, the first implanted clip opened during lock line removal; the clip was re-closed and efaa was checked again. Reportedly, efaa failed as the clip opened and an slda occurred. A second clip was placed to stabilize the first clip in which it was reported that the clip settled to 10° after lock line removal. The clip was re-closed and efaa repeated but the clip settled to 10°; the clip was deployed and reportedly proceeded to open but no angle was provided. Upon visual assessment of the cine provided, the medially place clip (bottom clip in cine) appears to be open to ~60° while the middle/centrally place clip appears to be in the fully closed position (~10°). Based on the reported details it is assumed that the first implanted clip is the bottom/medial clip in the cine (opened to ~60°) and the second implanted clip is the middle/centrally place clip (fully closed, ~10°). While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms of the first clip (bottom clip in image) are opened to a noticeably larger degree than the second clip (middle clip in image). No pre-deployment cine of the reported clips was provided; as such, no assessment or comment regarding the pre-deployment state of the clips (clip arm angle prior to dc detachment), when and/or by how much the clips opened can be made. It should be noted that per the instructions for use the user is instructed to "slowly close the clip just until the leaflets are coapted and mr is sufficiently reduced. The clip should maintain a distinct ¿v¿ shape" which equates to ~10° - 20°. Clip arm closure to less than 10° would require active tension on the clip by the internal actuator assembly and arm positioner, such that returning the arm positioner to neutral would expectantly result in the clip arms relaxing to 10°. Based on the reported incident details stating the second clip "settled to 10 degrees", in addition to the cine provided in which the second clip appears to be fully closed, no device issue can be confirmed. However, it is apparent that the first clip is opened to a larger degree, beyond the fully closed position per the IFU, indicating involvement with the clip locking mechanism; factors impacting the locking mechanism and reported issue cannot be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).